Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 31 years old and had only been in 9 times since purchased. The inspection found that the device was received with normal wear and tear and the cutter appeared worn. The cause of the reported complaint was a worn cutter. This is due to a lack of preventative maintenance. It was noted that the meshgraft ii had not been returned to zimmer surgical for service or preventative maintenance since (B)(6) 2009. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the doctor stated that the zimmer meshgraft ii was not cutting all the way through. Doctor had to finish with another mesher. Graft was useable.